Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when stapling the pulmonary artery (pa), the stapler failed halfway across. The surgeon held the artery until a new staple could be loaded and finished stapling the artery. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: at the time the event occurred, the surgeon used a curved tip stapler 30 instrument with a white stapler 30 reload installed to staple the pa. It was the first staple fire of the procedure. There was no issue clamping down on the vessel, and the surgeon initiated the fire. The stapler went through the whole firing sequence. However, when the surgeon unclamped the stapler, he noticed that the stapler blade only progressed about half way through the staple firing sequence. The staples were not formed in the remaining half of the staple line, and the open staples were stuck on the tissue wall. The surgeon stated he did not see an exposed blade or an error message; however, the or staff stated a blade was exposed, and a system-generated error indicated the same. The surgeon unclamped the stapler instrument, switched to another white stapler 30 reload, and completed the staple line on the pa with no issues. The surgeon confirmed no bleeding and finished stapling the pulmonary artery with no additional tissue resection. The surgeon used the same stapler instrument for the rest of the procedure with no issues. The surgeon confirmed the following: there was no tissue tension, no buttress material used, no tissue bunching, no calcified tissue, and no injury. The surgeon confirmed there is no video recording available. The patient is reported to be recovering well. The site will return only the white stapler 30 reload to isi for evaluation.

Manufacturer narrative:
Isi has received the stapler reload associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The stapler reload was found to have the knife exposed within the knife track. There was no blade damage or cartridge damage found. The root cause of exposed component reloads is undeterminable. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. No additional complaints related to this product/event were identified. A system error log review was conducted and the following information was provided: the logs show that the curved-tip stapler 30 instrument (part #470530-08, lot #t10210603-0013) was installed eleven times and fired 7 reloads (3 white, 1 green, 2 white, and 1 blue, in that order). All firings were completed per the logs. The instrument had two incomplete clamps on one install (prior to firing #6), other than that there were no other incomplete clamps. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary segmentectomy surgical procedure, a partial fire occurred when the surgeon attempted to fire a white stapler 30 reload with a curved-tip stapler 30 instrument on the pa. The surgeon unclamped the stapler and finish stapling the artery with a new reload. Although the patient did not experience any bleeding or injury, the surgeon had to use a backup white stapler 30 reload to complete the staple line.